Event description:
Customer reported that he was in vacation and had high and low blood glucose. Customer stated that the paramedics and doctor on call at the hotel were called twice to assist customer at scene. The first time the blood glucose was high the reading was over 500 mg/dl, the second time the blood glucose was low the reading was 30 mg/dl. Customer stated that he was drinking, not eating enough food and too much insulin. Nothing further was reported.

Manufacturer narrative:
The unit was received with unresponsive buttons due to corroded keypad traces. There was no button error alarm noted. The unit was unable to perform basic occlusion test, occlusion test, prime, compromised force sensor test, excessive no delivery test and displacement test due to corroded keypad trace. There were no traces of moisture noted at electronic or motor assemblies per visual inspection. The unit was received with minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.